Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was incomplete and therefore, failed. A review of the share logs was performed and transmitter failed error was undetermined because there is no data in the cloud or in the bin file. The allegation was not confirmed since probable cause could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).